Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, she indicated that she saw sparking at the strain relief where wires are exposed, but that there were no signs of melting, fire or burning and that there was no breach in the transformer housing. She also indicated that it "sparked finger, small cut, nothing big." In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires which could cause sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a lot of twisting and a breach in the insulation at the strain relief, exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 12.7 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as overload, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 59.2 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the power supply for her pump has "twists and exposed wires with sparking." No injuries were reported.